Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the company representative (rep) that there were no issues with prior the pump replacement today. The company rep stated that they had a hard time getting the catheter off the pump and noticed a little bit of a fraying. The company rep said that they did a revision on the pump segment and did a back table prime with a new piece of 8784. The company rep stated the issue was resolved. Additional information was received from the company representative (rep) reporting that they were in the operating room when they called to go over bridge bolus because the patient had different concentration in existing catheter that was unable to be aspirate and the new 8784 back table primed piece. This was a elective replacement indicator (eri) pump replacement only at first but they were unable to aspirate catheter and also get the old existing catheter connector off of the pump so they had to do a pump catheter revision. Pump had not been returned because it was eri. Catheter was not returned because it was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the cause of unable to aspirate was unknown.